Event description:
It was reported that cadd pump had a foggy lens; air detector discoloration; error code 1144; accessory jack not working; corrosion on bottom of pump. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replace faulty microprocessor unit board, lens, air detector, remote dose connector and chassis assembly. The cause of the reported problem could not be determined. A DHR (device history review) product is beyond 20 year from manufacture date of 2002-11 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400